Manufacturer narrative:
Currently, it is unknown to what extent the device #1 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such for (B)(6) 2014, we have not identified this as reported device explant. The information provided alleges that on (B)(6) 2016 the patient underwent "a third surgery to repair the hernia defect and remove the previously placed mesh." The description does not clearly define which of the previously placed mesh was removed (example: device #1, device #2, or both). Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr represents the bard device #1 implanted on (B)(6) 2013. An additional emdr was submitted to represent the bard device #2 implanted on (B)(6) 2014. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of an incisional hernia. A bard/davol sepramesh ip, reference number (B)(4), lot number huwd1338 (device #1) was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported, during this surgery, a bard/davol sepramesh ip, reference number (B)(4), lot number huxc1033 (device #2) was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent a third surgery to repair the hernia defect and remove the previously placed mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of an incisional hernia. A bard/davol sepramesh ip, reference number (B)(4), lot number huwd1338 (device #1) was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported, during this surgery, a bard/davol sepramesh ip, reference number (B)(4), lot number huxc1033 (device #2) was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent a third surgery to repair the hernia defect and remove the previously placed mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with reducible incisional hernia thereby underwent open repair with the implant of sepramesh ip (device #1). Per operative notes, ¿the umbilical stalk was divided. The hernia sac was then opened, its contents were reduced and discarded. A single piece of double layer of sepramesh ip (device #1) was trimmed and placed as an underlying graft and was secured to the fascia and sutured. Another piece of mesh was trimmed and placed as an on lay graft and sutured.¿ (B)(6) 2014 - patient was diagnosed with pain, swelling of abdominal wall and recurrent incisional hernia superior to the previous repair site thereby underwent open hernia repair with the implant of sepramesh ip (device #2). Per operative notes, ¿the hernia sac was opened, and its contents reduced. A second fascial defect was noted lateral to the umbilical stalk. The fascia between the sites were divided converting the two opening into one. A sheet of sepramesh ip (device #2) was trimmed and placed as an underlay graft and secured using suture. Second sheet of mesh was placed as an on lay graft and sutured.¿ (B)(6) 2015 to (B)(6) 2016 - patient had nurse visit for worsening hernia and abdominal discomfort. (B)(6) 2016 - patient was diagnosed with persistent abdominal pain, small bowel obstruction and recurrent incisional hernia thereby underwent repair with partial explant of mesh (device #2). Per operative notes, ¿scar was noted in the midline just above the umbilicus. Dense reactive scarring was noted. A hernia defect was noted right of the midline inferior to the umbilicus and loop of small bowel was incarcerated within it. The loop of bowel was struck within hernia thickened, showing areas of purple discoloration consistent with ischemic reaction. A functional end to end anastomosis was performed. The hernia was encountered on the right side of rectus sheath, this was excised. Similar process was used on the left side and the hernia defect was closed. A piece of biologic mesh (strattice) was trimmed and sutured at superior and inferior poles. The previous mesh was tightly incorporated with dense fibrotic reaction, a small portion of mesh (device #2) was excised with the sac.¿ (B)(6) 2016 - patient had right upper quadrant abdominal swelling, pain, mass and lump. (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of phasix mesh (device #3). Per operative notes, ¿the hernia sac was identified and dissected off the anterior sheath. A piece of synthetic mesh (device #2) was excised from the wound. The hernia sac was excised. Bilateral component separation was performed. Posterior part of the rectus envelope contains the retrorectus mesh. A retro rectus underlay phasix mesh (device #3) was placed diagonally.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, hernia recurrence, pain, emotional injuries and foreign body reaction or dense fibrotic reaction.

Manufacturer narrative:
Currently, it is unknown to what extent the device #1 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such for 06/17/2014, we have not identified this as reported device explant. The information provided alleges that on 03/04/2016 the patient underwent "a third surgery to repair the hernia defect and remove the previously placed mesh." The description does not clearly define which of the previously placed mesh was removed (example: device #1, device #2, or both). Additionaly, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the explant date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about few years post implant of sepramesh ip, patient was diagnosed with abdominal pain, adhesions, hernia recurrence, bowel obstruction, ischemia and fibrosis thereby underwent repairs. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the sepramesh ip (device #1). An additional semdr was submitted to represent the sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.